Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 10 ml bd posiflush¿ normal saline syringes experienced leakage. The following information was provided by the initial reporter: material no.: 306547, batch no.: 0213143. We are having an issue with some of the 10ml flushes. After injecting the saline, when they pull back the plunger the black tip loosens and they get solution squirting out the back of the syringe. Their concern is that there could be blood in this causing a potential exposure. The lot number for the last incident is (B)(4).

Manufacturer narrative:
H6: investigation summary: a device history record review was completed by our quality engineer team for provided material number 306547 and lot number 0213143. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified.

Event description:
It was reported that 3 10 ml bd posiflush¿ normal saline syringes experienced leakage. The following information was provided by the initial reporter: material no.: 306547. Batch no.: 0213143. We are having an issue with some of the 10ml flushes. After injecting the saline, when they pull back the plunger the black tip loosens and they get solution squirting out the back of the syringe. Their concern is that there could be blood in this causing a potential exposure. The lot number for the last incident is 0213143.